Manufacturer narrative:
Device history records review was completed for part# 04.647.834, lot# 9204463. Manufacturing location: (B)(4), manufacturing date: oct 13, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has been disabled since 2014 due to alleged low back and cervical issues. Prior to his disability, the patient worked for a construction company where he suffered an arm and back injury in 2013. He has two workers compensations claims from those injuries. He underwent a zero-p implant using an 8mm graft and 14 mm self-drilling screws that were drilled into c3 and c4 vertebral bodies on (B)(6) 2015. On (B)(6) 2015 the patient went to the emergency room complaining of throat pain, chocking sensation and at some point he coughed up the screw. It was alleged that he sought treatment but due to improper diagnosis and treatment, the cervical hardware became dislodged causing him further injury and damages. The patient experienced migration of a cervical screw, esophageal rupture, dysphagia, percutaneous endoscopic gastronomy tube placement, daily varying levels of throat pain, loss of quality of life, emotional stress, fear and anxiety.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. As part of this investigation a visual inspection of provided pictures and drawing review were performed. The 3.7mm ti cervical spine screw (04.647.834, 9204463) associated with the complaint was not returned so the investigation was performed using available information and provided pictures. The reported screw is included in the zero-p va system used for variable angle zero-profile anterior cervical interbody fusion. Screws are inserted into vertebral bodies and used to secure implants between disc spaces. The associated pictures lacked clarity, but it seemed like the subject screw exhibited damage which likely occurred during extravasation and postoperative displacement of the screw. It did not exhibit damage which indicated that it could have contributed to the complaint condition. Due to the complaint condition and the screw not being returned, replication of the complaint condition is inapplicable, but due to details provided in the complaint the complaint condition will be considered confirmed. The subject 3.7mm ti cervical spine screw (04.647.834, 9204463) was manufactured on oct 13, 2014 and relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The associated technique guide notes that when inserting/tightening screws, the insertion device and/or implant holder should be used to minimize implant movement, as well as the utilization of intraoperative imaging in order to verify screw position and trajectory of pilot holes. The technique guide also warns that over-tightening may strip bone and compromise fixation of the implant in vertebral bodies. There is no evidence indicating that the complaint condition occurred due to a design issue. It is possible that the procedure was not completed using the appropriate technique and guidance from the associated technique guide, which could have contributed to the eventual displacement of the implanted screw and subsequent complications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cd disc received with neck x-ray impression ((B)(6) 2015): abnormal protrusion of the screw into the lower oropharynx. Associated soft tissue swelling in the prevertebral soft tissues, which could reflect inflammation or an abscess. Chest x-ray impression ((B)(6) 2015): low lung volumes with hypoventila-tory changes, likely atelectasis. Multilevel degenerative changes of the thoracic spine are noted. Mild bilateral a.c. Joint osteoarthritis is also noted.

Manufacturer narrative:
Patient age/date of birth and weight are unknown. This report is for an unknown 14mm spine screw/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown if the screw was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had an anterior cervical disectomy with zero-p using 14mm screws implanted at the c3-c4 on (B)(6) 2015. In (B)(6) 2015, the patient experienced discomfort with swallowing, sore throat, coughing, choking and difficulty breathing, left neck pain occasionally radiating to his left ear and sensation of something stuck in his throat and was taken to the emergency room (ER). On (B)(6) 2015 the patient was taken to the ER and imaging showed a displaced screw from the zero-p that protruded into the lower oropharynx along with associate soft tissue swelling in the prevertebral soft tissue. On (B)(6) 2015, the patient began to choke and cough resulting in extravasation of the displaced screw. No additional information available. Concomitant devices reported: zero-p (part unknown, lot unknown, quantity 1). This report is for an unknown 14mm spine screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that patient visited emergency room (ER) with throat problems. Complaint of sore burning throat and tender lymph nodes for 2 days, pain with swallowing and feels like he has to clear his throat. Patient had awakened with throat tightness and feeling like he couldn't breathe. He was discharged with home instruction to apply warm compress with over the counter pain medication.

Manufacturer narrative:
Updated additional information. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 2 cervical spine x-rays dated (B)(6) 2015 was received from sutter general hospital.